Event description:
It was reported that battery connector's silver cap that sits around the plug is cracked and cannot fully seat in charger to charge the battery. No adverse event was reported.

Manufacturer narrative:
Reported complaint of battery connector is cracked was verified. The broken connector is likely due to dropping/mishandling of the battery. No adverse event reported.